Manufacturer narrative:
The user reported issue was not confirmed. The pump was found to have a flow rate accuracy of -4.54% which was within +/-5% specification. The pump was found to have a constant air-in-line-alarm and a battery outside of warranty issue, both of which were not related the reported issue. The pump was repaired and tested to meet all specifications on 05/09/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00098).

Manufacturer narrative:
The manufacturer is still in the process of testing the infusion pump.

Event description:
The user reported that the pump's flow rate was off. No patient injury or harm occured in this case.